Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l). Customer followed instructions from cts, using multiple daily injections as backup therapy, and cts arranged for a replacement pump to be sent. The customer confirmed understanding of the return instructions and will send the malfunctioning pump back within 10 days.